Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net with episodes of non-sustained right ventricular oversensing on the implantable cardioverter defibrillator. Upon review of the episode, it was determined that they were caused by post paced t wave oversensing on the ventricular channel. The patient did not receive inappropriate therapy during the oversensing. On (B)(6) 2020, the patient presented in clinic and the recommended programming changes were made. There were no adverse consequences to the patient.